Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during inspection for use, the broncho fiber videoscope displayed error code b30 (scope communication error). There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, where the reported failure of b30 error message was confirmed. During the device evaluation, the following additional reportable malfunctions were identified: no display/image output, and corrosion on the ultrasonic connector, and plug unit due to water leakage. Based on the investigation findings, the error message was caused by corrosion of the circuit board unit within the s-connector, due to water leakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.